Event description:
A report was received via social media that the device made the patient go into a full blown seizure and she underwent an explant procedure. The date of the event is unknown and no further information can be obtained.